Event description:
This is reported that following insertion of the iab, use of the catheter's central lumen was restricted. The user tried to reposition the catheter, but was still unable to aspirate. The iab was then removed via a cut-down procedure. A second iab was placed without any complications.